Manufacturer narrative:
Stryker product assessment center (pac) evaluated the customer's device and observed that the device would not complete its boot up cycle. The cause of the reported issue was determined to be due to the operator interrupting the software update by opening the lid. The device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection by stryker, it was observed that the device would not complete its boot up cycle. There was no patient use associated with the reported event.